Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue: the date changed from (B)(6) 2013 to (B)(6) 2013 on pump overnight. Reporter states she did not go into settings and that pump is able to keep time/date when battery is removed. Reporter was able to go into time/date to correct date but she has lost faith in pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.